Event description:
During a surgery to resurface the patient's patella, poly wear of the tibial insert was also found.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing and searching complaint database by lot was not provided. Request was made for additional investigational inputs. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.